Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-14. Investigation summary: two photos and 125 defect samples were received by our quality team for evaluation. The first photo shows a 20g unit package with deformed packaging and the second photo shows a 20g unit package with opening tab. The samples were subjected to visual inspection. All returned samples were observed with deformed packaging. The bottom web of the unit packaging had shrunk and become deformed near the end cap area of the vps part causing it to be forced opened at the opening tab. Samples were subjected to further visual inspection of the sealing features. Grid marks were observed on the bottom web showing that the sealing process has been completed and the seal width passed the inspection criteria. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is no process in the manufacturing process that would cause the reported defect. This batch was packed using the pick and place station. As every unit package was picked and placed in the shelf box, if the unit package was deformed, the pick and place station would not be able to pick the unit and pack it into the shelf box. In addition, the grid mark was observed on the bottom web showing that the sealing process was completed, and the seal width is within specification. There is no abnormality during the production of the reported batch, therefore the reported defect could have occurred out of the manufacturing facility. The probable roto cause for the package deformation leading to an open seal could be due to the product being exposed to heat during handling (transportation, storage, loading and unloading, etc). This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter packaging was "bulged" and damaged, compromising the product's sterility. The following information was provided by the initial reporter: "the product was bulged due to some external circumstances. Therefore, it becomes unsterile and can¿t be used on the patient.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter packaging was "bulged" and damaged, compromising the product's sterility. The following information was provided by the initial reporter: "the product was bulged due to some external circumstances. Therefore, it becomes unsterile and can¿t be used on the patient."